Event description:
According to reporter, during a code, they tried to inflate the cuff and the balloon didn't seem to seal causing the respiratory therapist to use more air. This additional air caused the cuff to eventually pop.